Manufacturer narrative:
Based on the description of the incident, it appears that customer used the needle portion of the device to access a blood line, then recapped product. The report from the user facility lists an incorrect use of the device is indicated in the event problem code. No device malfunction is indicated. Additional information from the user facility report: b-d single use twin pack. Syringe. Model #: 303390. See scanned page.

Event description:
Employee drawing blood from a pt, the employee attempted to re-cap the needle, and pierced employee's right thumb. Employee accepted post-exposure prophylaxis medications and evaluation.